Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer when conducting puncture for the groshong catheter, the specialist nurse opened the seldinger kit and pulled out the proximal end of the guide wire and found evident slits. The seldinger kit was replaced to continue the puncture. No other information was provided.